Manufacturer narrative:
The flow sensors were replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare service representative reported the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient involvement.